Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Physician reported right side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side rupture. Device has been explanted and replaced with another manufacturer's device.

Event description:
Physician reported right side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9, h3, h6. Device evaluation: the device related to the reported event of rupture was received on march 04, 2025, with lot number 3093475. Based on the product analysis performed, the assessments of the complaints are: - rupture: observed broken device as unidentified (tear) opening. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.